Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable lead exhibited oversensing and pacing inhibition due to suspected incomplete insulation and conductor fracture. The patient reported feeling dizzy for the past two months. The patient was hospitalized pending intervention to replace lead. The lead was explanted and replaced without incident.